Manufacturer narrative:
Device passed displacement test. The p-cap or reservoir locked properly during testing. Device received with minor scratched display window and case. Device received with fading serial number label. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that plastic chipped off when changing reservoir. Customer's blood glucose value was unknown at the time of incident. The insulin pump will not be returned for analysis.